Event description:
It was reported that a micro drill medium straight attachment overheated during testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
The device has not been received for evaluation. It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted once the device is received and the quality investigation is completed.